Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump was vibrating and delivering insulin unprompted. This complaint is being reported because the alleged issue could cause an unexpected insulin delivery. There was no serious injury associated with the complaint.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed the last basal delivery was recorded as occurring on (B)(4)2018 at 20:37. No activity outside normal use was observed in the data. The total daily doses added up to correctly reflect the user¿s programmed basal and bolus target rates. On investigation, the pump powered on normally and ez-prime steps were successfully completed. A 10-unit normal bolus delivery was correctly delivered and recorded. The pump was exercised for 24 hours without any vibration and unprogrammed insulin deliveries occurring. At the end of the 24-hour exercise, the total daily dose added up to correctly reflect the programmed basal target rate. Investigation did not confirm nor duplicate the alleged inaccurate delivery complaint and the pump was found to be operating as intended without malfunction.